Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of an open seal on one edge. Based on the condition of the returned unit, it is possible that the pouch was not sealed during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow-up medwatch # (B)(4).

Event description:
Name of procedure being performed. Na (before use). Detailed description of event. "Issue: surgeon asked for a sterile disposable supply. Orientee rn opened product. Product was not factory sealed on one edge. Surg tech accepted product without knowledge of unsealed. She changed gloves when issue discovered, product not put on sterile field." Product is available for return. Type of intervention. Na (before use). Patient status. Na (before use).

Manufacturer narrative:
This report is a follow-up to medwatch # (B)(4). The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed. Na (before use). Detailed description of event: "issue: surgeon asked for a sterile disposable supply. Orientee rn opened product. Product was not factory sealed on one edge. Surg tech accepted product without knowledge of unsealed. She changed gloves when issue discovered, product not put on sterile field." Product is available for return. Type of intervention: na (before use). Patient status: na (before use).